Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high and low blood glucose level. The low blood glucose level of customer was 48 mg/dl and 60 mg/dl respectively. The high blood glucose level of customer was unknown. It was unknown that customer was using the insulin pump system within 48 hours of reported low blood glucose event. The auto mode feature was active at the time of incident. It was unknown that customer had experienced any symptom related with low and high blood glucose level. Customer was treated with sprite for low blood glucose and with insulin pump for high blood glucose. Customer declined to troubleshoot for high blood glucose level. Customer stated that the insulin pump was giving lows at night and high during the day. Customer stated that sensor had change sensor alert. The insulin pump will not be returned for analysis.